Event description:
Event: surgical intervention. Case details: it was reported that the contralateral limb prematurely deployed due to excessive pulling on the contralateral wire during attempts to extend the limb to the common iliac. The distal right common and proximal external iliac was dissected resulting in retroperitoneal bleed. The patient was converted to an aorto bi-fem procedure.